Event description:
Caller reports during a correlation study the following coaguchek/lab results were obtained: patient 1: 7.4 inr/4.3 inr; patient 2: 5.3 inr/3.1 inr. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.